Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Worn out loose coupler. In addition, faulty charge coupled device (ccd) with scratched lens. Failed water leak test from cable. A device history review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU). A labeling review was conducted. No anomalies were found. Based on the investigation, the most probable cause of the complaint could be traced to a component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head malfunctioned and noticed ¿the camera head itself is loose¿. The issue happened in an unspecified procedure. There were no reports of patient harm.